Event description:
The clinic reported that a pt presented with an epithelial ingrowth following a lift flap laser vision enhancement procedure. The pt's flap was lifted and the epithelial ingrowth was removed. The pt is being managed by the surgeon's private practice. No additional info is available.

Manufacturer narrative:
(B)(4): epithelial ingrowth. The customer is reporting this event only, no clinical support or field service requested. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.